Event description:
It was reported that the patient experienced exit block. The right ventricular lead was dislodged. Lead dislodgement resulted in loss of capture and intermittent loss of sensing. The lead was successfully repositioned on (B)(6) 2014. No complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.